Manufacturer narrative:
Technician found that the head up function was not working. Replaced the coil to resolve this issue.

Event description:
Information received indicated that the head up function was not working.